Event description:
The u.s. MFR rec'd notification from its affiliate in germany of a problem with the blood leak detection alarm on a european MFR hemodialysis machine that is not distributed in the u.s. The MFR conducted laboratory tests and confirmed that there is remote potential for a similar problem to occur on a model MFR and distributed in the u.s. Under certain very isolated conditions, where a blood leak is unusually sudden and unusually massive, the detector may fail to detect blood in the dialysate solution and the machine would not respond with an appropriate alarm condition.